Event description:
It was reported that at implant when the lead was connected to the pulse generator, no output was noted. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.